Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during a bilateral ureteroscopy procedure, as the surgeon was lasering, the fiber sparked and broke off. There was no fire during the incident. The patient, surgeon, anesthetist and nursing staff were unharmed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during a bilateral ureteroscopy procedure, as the surgeon was lasering, the fiber sparked and broke off. There was no fire during the incident. The patient, surgeon, anesthetist and nursing staff were unharmed.